Event description:
It was reported that the system intermittently locked during boot up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The front caster plate needs to be replaced. The repairs are awaiting customer approval.